Event description:
This kit is used in our procedure room. It is on a back table and opens up to be used for precleaning our scopes prior to using them in a procedure. It is supposed to be a sterile kit. In this case, a tech was stocking the procedure room at the end of the day and noticed a grub/worm type bug inside the kit's packaging. Our facility has pulled all the kits with that lot number off our shelves to not be used.